Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that multiple knife blades were dull and could not cut through the cornea during surgery. There was no report of any patient impact. Additional information has been requested. Additional information received clarified that the dull knife blades were noted during multiple separate cataract with intraocular lens (iol) implantation surgeries. It was confirmed that there was no harm to any patient.